Event description:
This lv lead was implanted on (B)(6)2011 and remains implanted at this time. A call was placed to technical services on (B)(6)2018 stating that patient had inappropriate mode switches due to minute ventilation (mv) oversensing. Clinician also reported an out of range (oor) lv impedance greater than 3,000 ohms. The following physician was dr. (B)(6) at(B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).